Manufacturer narrative:
The initial MDR 1226181-2016-00347 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a (B)(4) center ((B)(4)) reviewed the instrument data and found that the result monitors did not show a difference between the repeat results, which indicated that there were no issues with reagent and reagent delivery. The customer did not provide sample preparation or sample handling information therefore hsc cannot rule out sample integrity as a potential cause of the event. The cause of discordant, falsely depressed vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range on the day of event. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the pharmacist(s), who questioned it. The sample was repeated on the same instrument twice, resulting higher. The corrected results were reported to the pharmacist(s). The next day, the sample was repeated twice on the same instrument, and the results matched the other repeat results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.